Manufacturer narrative:
Specific patient information with regard to weight was not provided. The doctor drilled out the composite and repeated the procedure during the same office visit using a different product, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned; therefore, a visual inspection of the retain sample was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that black specks were present in the sonicfill composite material during three (3) patients' restoration procedure. This is the second of three (3) reports.